Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated, and the customer's indicated failure mode for safety shield separation was observed. Additionally, the samples were evaluated and the customer's indicated failure mode for safety shield separation with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It has been reported that the bd vacutainer® eclipse¿ blood collection needle has been found experiencing safety shield failure after use. The following has been provided by the initial reporter: it was reported that the plastic safety device of the bd eclipse needle detached (came off) while thumb-activating it. This week we have multiple occurrences and locations where the plastic safety device of the bd eclipse needle detached (came off) while thumb-activating it. In one occasion, the plastic safety device landed on the patient! This is a big safety issue!

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® eclipse¿ blood collection needle has been found experiencing safety shield failure after use. The following has been provided by the initial reporter: it was reported that the plastic safety device of the bd eclipse needle detached (came off) while thumb-activating it. This week we have multiple occurrences and locations where the plastic safety device of the bd eclipse needle detached (came off) while thumb-activating it. In one occasion, the plastic safety device landed on the patient! This is a big safety issue!